Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery of insulin, cannulas had been bent on the infusion set, and that the blood glucose had been elevated. The customer declined to troubleshoot for these issues. The customer also reported a hospitalization due to low blood glucose. The blood glucose reading was 16 mg/dl. She reported that her son found her on the floor and called an ambulance and she was taken to the emergency room. The customer did not recall any significant events leading to the hospitalization. The customer reported that she had been undergoing chemo treatments for stage 4 lung cancer. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.